Event description:
It was reported the pt had not recharged the ipg since was uncertain if she should use her charging system. The pt lost stimulation a month prior. The ipg was no longer responsive, and the physician planned to replace the ipg at a future date.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.